Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches every morning, a bar in her chest has trouble breathing, general fatigue. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 14, 2023, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches every morning, a bar in her chest has trouble breathing, general fatigue. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was a corrosion on metallic surfaces and the power connector of the unit is corroded and the unit can't be powered on in order to be able to collect the error logs. The internal aspect of the device was inspected. There was contamination inside the device and dust/dirt were observed. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.